Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in portugal: "chemo leakage." According to the cusomer: "after preparing the infuser that was sent to the day hospital, when removing it from the transport box, the nurse saw that there was a leak at the entrance door of infuser".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Root cause analysis: samples evaluation: received a sample without original packaging. The batch number on the bbc of complaint sample was 23a22ged81. The complaint sample was filled with solution and bbc was opened. Summary of root cause analysis: the complaint sample was detected leakage at triangle tube to step down tube connection. Thus, we considered this complaint as confirmed. CAPA had been raised to address triangle tube to step down tube connection leakage issue. Cause: failure in production process to avoid recurrence of this fault, corrective measure already has been initiated. Justification: confirmed note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.